Event description:
Customer reported patient blood glucose results of 25 mg/dl and 120 mg/dl on inform system 1, a lab result of 37 mg/dl, and a result of 136 mg/dl on inform system 2 all within 10 minutes. Customer reported no patient symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for inform system 1.